Event description:
It was reported that the doctor noted exposed bulking material in a patient that had been treated with a urethral bulking material. The doctor stated that the exposed material caused/contriubuted to the patient's dysuria, uti and urge incontinence. The uti was treated with antibiotics and the exposed material was removed with grasping forceps. The current status of the patient was reported as stable and no further complications were reported.